Event description:
It was reported during a laparoscopic appendectomy, the device closed properly but would not fire (no cut or staples). Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.